Event description:
The facility representative reported an ipump with a condition of unable to program. This condition occurred upon power up in the labor and delivery care area. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. Baxter quality engineering determined the reported condition to be a micro processor unit printed circuit board issue. No additional information is available.

Manufacturer narrative:
(B)(4).device evaluation:the reported condition of an ipump that was unable to program was confirmed and reproduced during product evaluation. This condition was due to corrosion on micro-processor unit printed circuit board (mpu pcb). The mpu pcb was replaced to fix the reported condition.if additional information is received, a follow-up will be submitted.